Event description:
It was reported that there was a volume discrepancy problem. The actual residual volume was greater than the expected residual volume, 3 ml was expected and 6 ml was drawn. The patient experienced increased baseline pain. Rotor and dye studies were negative. It was noted that the patient experienced pain when the physician was aspirating through the catheter access port and an "oblong item" was noticed near the tip of the catheter. The drug in the pump at the time of the event was morphine 15mg/ml delivered at 3.2mg/day. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).